Manufacturer narrative:
Citation: rashid hn, et al. Clinical predictors and sequelae of computed tomography defined leaflet thrombosis following transcatheter aortic valve replacement at medium-term follow-up. Heart vessels. 2021 mar 4. Doi: 10.1007/s00380-021-01803-4. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the predictors and sequelae of leaflet thrombosis following transcatheter aortic valve replacement (tavr) at medium-term follow-up. All data was collected from a single center between july 2012 and july 2019. Of the 172 patients included in the study population (predominantly male, mean age 82.8 years), 55 patients underwent tavr with the medtronic corevalve or evolut r valve systems. No unique device identifier numbers were provided. Among all patients, 32 deaths occurred within the median follow-up of 2.3 years. No correlation was made between medtronic product and the deaths. Among all patients, adverse events included: stroke; transient ischemic attack; myocardial infarction; leaflet thrombosis (occurred in 7.3% of corevalve/evolut r patients); hypo-attenuated leaflet thickening (classified as a sub-type of leaflet thrombosis); reduced leaflet motion (classified as a sub-type of leaflet thrombosis); elevated transvalvular gradients due to reduced leaflet motion; moderate to severe paravalvular regurgitation; new atrial fibrillation; need for valve repositioning during tavr; and hospital readmission for heart failure. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.